Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic with a device that had reached eri and eol on the same day. No further information.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.